Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer stated that last month when he was trying to change his infusion set, the insulin would not stop coming out. Customer stated that the insulin continually goes out the end of the set where the needle is. Customer stated that he cleared the alarm and the pump resets itself. Customer stated that he changes the battery every time and puts in a reservoir but the alarm recurs. Customer's blood glucose was 100 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected compromised force sensor system alarms noted during testing. The device passed displacement test, rewind test, and basic occlusion test. The device was unable to prime during prime test due to faulty force sensor resistor. Grinding motor noise was noted during testing due to faulty motor. The following cosmetic damage was noted: minor scratches on the lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.